Manufacturer narrative:
Memo for the submission added - attachment: [memo - MDR submissions.pdf]

Event description:
It was reported that during the handpiece calibration step of the surgery, it was observed that the error "camera infrared lamp is not working properly. This may result in a limited field of view" popped up. The system was rebooted and caused a delay of less than 30 minutes. No other complications were reported.

Manufacturer narrative:
The device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A complaint history review found similar reports, this issue will continue to be monitored. There was no serial number or lot number noted in the initial investigation documents so we are unable to conduct a DHR review as a part of the investigation. It could not be confirmed if the product met manufacturing specifications. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. A factor that could have contributed to the reported issue is if there was an issue with the illuminator leds on the camera. They can go bad over time and cause floating "dead zones" in the camera view.